Event description:
Event determined to be reportable based in device analysis approved 2009: it was reported that during an unspecified procedure, upon advancement of the 0.035 amplatz super stiff guide to an unspecified location, the distal end of the guide wire began to unravel and could not be advanced further. The guide wire was removed and another manufacturer's guide wire was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine". Device analysis revealed a fractured core wire.

Manufacturer narrative:
Visual examination of the returned guide wire revealed that the outer coil was unraveled. The unraveling begins at approximately 7cm from the distal end. The elongation of the outer coil extends approximately 17cm in length . The core wire is fractured from the ball weld. The distal and proximal sites were submitted to the analytical lab for analysis. The scan electron microscope (sem) results are as follows: the guide wire exhibited "evidence of material neckdown (elongation). The fracture surfaces exhibited mostly equiaxed ductile dimple ruptures. Both are indicators of material in tension. No material anomalies were noted. Device history record (DHR) review reveals no anomalies related to the complaint and met all specifications. The most probable cause can be attributed to operational context based on the sem results, which indicate that the guide wire became fractured as a result of a tensile overload.